Event description:
It was reported that the pump battery could not be charged; however, battery charging issue was not confirmed. The customer¿s blood glucose was not impacted. Reportedly, issue was resolved. No additional event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.